Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: yrecxc26375 stent graft, implanted: (B)(6) 2006; yrecxc24375 x2 stent graft, implanted: (B)(6) 2006; yrbrhxc2414165 stent graft, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2010. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.